Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had cable fracture. It was unclear to which component ¿cable¿ referred. It was noted that the patient had had a neurostimulator since 1995 and was on his 8th device. Additional information has been requested but was not available as of the date of this report.